Event description:
A pt reported experiencing inaccurate high results. The pt's blood glucose results were 170 mg/dl, 120 mg/dl. Tests were done within 10 minutes with a difference of 31%. Pt did not experience any adverse events. No further info has been rjeported. Note: in the potential medical tab it was documented that, "the control sol was in range 179 (147-227)".